Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. The event occurred in labor and delivery; therefore gender documented as female.

Event description:
It was reported that the user suspected a large bolus of pitocin was administered to the patient, resulting in "terminal bradycardia" (10 minutes or more) decelerations to the fetal heart rate during labor. The patient required a stat cesarean section.